Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to remove a mobi-c device after the patient experienced pain about 2 months postoperatively and x-rays taken at the third month post-op visit showed possible device migration. A competitive cage and plate were installed during the revision. During the revision, the translation of the lower vertebra is clearly showing with a big exposure of the mobile core on the cranial side, but the core sits flush with the boarder of the inferior endplate and doesn¿t seem to be dislocated from the inferior plate.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the product could not be evaluated since it was not returned. The x-rays provided confirms the migration of the device post-operatively. Potential cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to an off-axis or excessive force applied to the implant during normal daily patient activities post-op. DHR review : per DHR review, the part was likely conforming when it left zimmer biomet control. Device use : this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a revision surgery was performed to remove a mobi-c device after the the patient experienced pain about 2 months postoperatively and x-rays taken at the third month post-op visit showed possible device migration. A competitive cage and plate were installed during the revision. During the revision, the translation of the lower vertebra is clearly showing with a big exposure of the mobile core on the cranial side, but the core sits flush with the boarder of the inferior endplate and doesn¿t seem to be dislocated from the inferior plate.